Event description:
Information received by medtronic indicated that the customer received a failed battery alarm. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Device was returned for analysis

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black case type = ngp customer returned pump for an alleged failed batt test on (B)(6) 2022. Pump alarmed battery failed alarm when booting up using new batteries. Unable to perform the displacement test, self test, active current measurement and sleep current measurement due to battery failed alarm. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range until (B)(6) 2022 at 11:17:31.000, when pump started alarming battery failed alarm. Multiple battery failed alarms were noted in pump's downloaded history starting on (B)(6) 2022 at 11:17:31.000 due to moisture damage on the pcba 1 and pcba 2. Additionally the pump downloaded history confirmed the pump alarmed low battery alert on (B)(6) 2022 at 11:17:31.000, replace battery alert on (B)(6) 2022 at 09:45:00.000 and replace battery now on 12/13/2022 at 10:16:00.000. The pump was cut open to perform visual inspection and moisture damage was noted on pcba 1, pcba 2, motor and force sensor. Battery tube was inspected and no anomalies were noted. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, broken belt clip rails, serial number label stained, serial number label fading, serial number label peeling, partially broken retainer, retainer knit line damage, missing reservoir tube o-ring, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Failed batt test was confirmed during testing due to moisture damage on pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.